Event description:
Pt reportedly begun experiencing sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.